Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter is a non-healthcare professional. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent stage 1 of a 2-stage revision with the implantation of an antibiotic spacer, due to infection, swelling and pain. The surgeon reported the femoral component was grossly loose and fractured. A PICC line was inserted for long term antibiotic therapy. Competitor cement was implanted. On (B)(6) 2019, the patient underwent stage 2 of a left knee revision for the removal of an antibiotic spacer and implantation of total knee replacement. The patient was implanted with a competitor knee system and competitor bone cement. Doi: (B)(6) 2017. Dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.